Event description:
Affiliate reported that the patient received a valve that is no longer working. The patient has been symptomatic with headaches and vertigo. The shunt had been adjusted a couple of times, and a x-ray was verified that the shunt has stopped at 130mmh2o when it should have been set at 140mmh2o.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.